Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved in the event is unknown; the sample was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2020, the patient was diagnosed with a respiratory infection. The peg-j procedure, which was scheduled for (B)(6) 2020, was postponed to (B)(6) 2020, due to the infection. The patient was hospitalized. On (B)(6) 2020, the patient received peg-j tubing, and the nj tubing was removed. On (B)(6) 2020, the patient was assessed by the pulmonologist, and since the respiratory infection was still ongoing, the patient was treated with prezolon 5mg, zyrolen 500 mg., pulmicort 0,5 mg, and rocephin IV antibiotic. On (B)(6) 2020, the patient was discharged from the hospital. Attempts to clarify the type of respiratory infection the patient had were unsuccessful.